Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was unknown at the time of incident and other blood glucose value were 38 mg/dl. Customer was treated with glucagon. Later the customer experienced high blood glucose level, they treated with the insulin pump. The blood glucose value was 190 mg/dl and 300 mg/dl. Customer declined troubleshooting for high and low blood glucose. Customer also reported that the insulin pump had insulin pump error alarm. Customer was able to clear the alarm and was able to complete rewind. Self-test was passed. The device will not be returned for analysis.